Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient had a heart attack, which was previously reported. It had nothing to do with the pump.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the patient had a routine pump replacement with a catheter replacement. The rep stated the dose was previously 482.7 flex and due to the catheter being replaced, the managing hcp consulted and the dose was lowered to 100 mcg/day. The caller then stated that they programmed at 0.39 ml prime over 24 minutes and confirmed programming was correct. After the pump was updated, later in the day the patient had cardiac arrest. The hcps at the hospital blamed the pump and told the rep to program the pump to stopped pump mode. It was decided to remove the drug from the reservoir and stop the pump. Additional information was received from the manufacturer representative (rep) four days later. It was reported that the patient's weight was unknown. The patient's cardiac arrest was resolved by CPR.

Manufacturer narrative:
Information contained in this report was erroneously included in report 3004209178-2023-19318. Report 3004209178-2023-19318 has been corrected and this regulatory report was submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.